Event description:
It was reported that the indeflator device did not increase pressure when connect to the stopcock during the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.